Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through this evaluation. The manufactures (eurosets) determined that the reported po2 value of 280 mmhg is greater than the reference value of 250 mmhg and does not indicate a functional issue. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The eurosets amg pmp instructions for use (IFU), rev. 04, is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involvement, thus a1, a2, a3, a4 are not applicable. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the extracorporeal membrane oxygenation (ECMO) support was initiated on a patient using centrimag and a euroset oxygenator. Before use on the patient, the post-oxygenator oxygen partial pressure (po2) was 280 mmhg, which was lower than expected. The oxygenator was changed out, and the observed po2 levels for the new oxygenator was 400+ mmhg. The first oxygenator was discarded.